Event description:
Nursing discovered a pt's IV tubing had been severed at or near the area where the IV tubing exits the pump at 0730. An approximately 3 foot around puddle of fluids was noted on the floor near the IV pump. Ns had been infusing at 125ml/hr. An IV piggyback of zosyn 3.1375gm in 50ml of ns was hung at 0600, this bag was empty at the time of discovery, but unclear if all was infused of, if some was lost to the spillage on the floor. This IV had been initiated 3 days earlier (2006) around 1245, less than 72 hrs from the time of the incident. Equipment involved included a sigma 8000 plus IV infusion pump and b. Braun b-series primary IV set. Equipment was returned to the MFR for investigation.

Manufacturer narrative:
Device rec'd for eval on 12/04/2006. Device eval showed the following: the pressure plate and cleats were within spec, and not crushing the tube; and the pump was tested under extreme conditions and operated as expected, without creating any unexpected impressions in the IV administration sets. There were no non-conformances of the pump or tubing performance. Tubing was also evaluated. No significant dimensional differences were found.